Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device can't detect paddle. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the paddle cannot be detected. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed, and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. Reported problem was solved by customer, after re-plugged in paddle, device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.